Event description:
It was reported that a pump declared an alarm during its operation. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully load the cartridge and resume insulin therapy.